Manufacturer narrative:
(B)(4). D10: size 5 4-peg modular cemented glenoid cat# sagl2045 lot# 66074653. Trabecular metal modular post cat# sagp0002 lot# 66449373. 51mm x 18mm humeral head cat# sahh5118 lot# 65636110. Size 8 standard humeral stem cat# sahs1108 lot# 66074680. 135â° humeral stem adapter cat# sahaf135 lot# 66126740. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or ¿non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications.

Event description:
It was reported in a clinical study that a patient developed drainage from a surgical site wound approximately 10 days post implantation of a left shoulder arthroplasty. 15 days post implantation, the drainage site/hematoma was opened up and a majority was expressed out. A dressing was applied and the patient was treated with antibiotics. Attempts have been made and additional information on the reported event is unavailable at this time.